Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident 171 mg/dl. The alarm happened after insulin pump fell. Troubleshoot was performed. The insulin pump had red x. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) noted. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. After the functional testing was completed, device alarmed motor safety circuit failed test error due to corroded electronic assembly. The motor and force sensor had moisture damage. Device had cracked case at the corner of the belt clip rail and cracked case at battery tube side.